Event description:
The customer reported that the computer would not boot up and the power supply emitted smoke when the computer was turned on.

Manufacturer narrative:
Information in section f10 completed by the manufacturer.the field service engineer inspected the system at the customer location and observed that the computer''s power supply had a burnt smell and the video board had a faulty capacitor. The field service engineer replaced the system computer and verified the system operation following repair.